Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache, dizziness and eye/skin/throat/respiratory irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headache, dizziness and eye/skin/throat/respiratory irritation. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant surface of the base unit. Also, there is unknown debris in the tracker of the ui panel, mineral deposit present on the motor, blower housing suggestion unknown liquid ingress, white dust found in the bottom enclosure, blower box housing, blower motor, blower impeller, rear panel o-ring. The manufacturer found evidence of sound abatement foam degradation in the blower box. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The manufacturer concludes there was evidence of sound abatement foam degradation in the blower.